Event description:
This spontaneous report was received from a us physician and concerns a female patient (herself). She was injected with a total of 3 ml of radiesse(+), into the hands, on (B)(6) 2022. She was injected with 1.5 ml into each hand, using a cannula. In (B)(6) 2022, after the treatment with radiesse(+), the patient experienced edema of the hands. The patient denied pain and described tightness which she associated with edema. The left hand was with more edema. At the time of this report, the edema was unresolved. Due to the provided information, the outcome of the event was considered as not resolved. Follow up information was received o 29-apr-2022: this case was upgraded to serious. The patients age was provided. She was 52 years old at the time of the event. The patient was injected during a training session. She previously had radiesse (reported as radius) in her face, for years. This was the first time in the hands. Concomitant medications were reported as none. On (B)(6) 2022, 1 day after the radiesse(+) injection, the patient experienced bilateral hand edema. As corrective treatment, the patient received a 10 day taper of prednisone starting at 40 mg daily, colchicine 150 twice daily, diamox, massage, elevation and compression. At the time of this report, the edema was 90% better, but still present. No relevant laboratory tests were performed. Due to the provided information, the outcome of the event was considered as resolving (changed from not resolved). In the opinion of the reporter, treatment was likely necessary to prevent a permanent damage, and the event was permanent and related to radiesse(+).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event edema (pt: injection site edema), was deemed to meet the serious criteria of permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.